Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during bolus and basal deliveries. Supply changes were performed resolving the alarms. Customer's blood glucose level ranged from 80-130 mg/dl. The customer reverted to manual injections for insulin therapy.